Manufacturer narrative:
(Device code): appropriate term/code not available for device tilt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018 via the {vein listed in the pps} due to recurrent lower extremity deep vein thrombosis (dvt) and acute pulmonary edema (pe). Patient is alleging the device is unable to be retrieved. Reportedly there was an unsuccessful right transjugular and right femoral retrieval attempt on (B)(6) 2019. Patient notes and also alleges experiencing "a horrific and painful failed retrieval attempt" and "knowing the device may be irretrievable and worrying about the consequence of attempting a second removal procedure which have led to ongoing anxiety and depression". Patient further notes inability to participate in physical fitness activities. Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2018: "successful placement of an infrarenal ivc filter". Per the interventional radiology-right transjugular inferior venacavogram. Right common femoral venous puncture and balloon angioplasty of inferior vena cava report dated (B)(6) 2019: "the previously placed ivc filter is tilted into the left wall of the inferior vena cava which made it impossible to snare the removal hook from above and perform a transjugular filter removal". "A guidewire was advanced past the filter and balloon angioplasty was performed and an 8 mm balloon angioplasty was performed in an attempt to displace the filter away from the wall. This was unsuccessful. Then, multiple attempts were made to pass a guidewire through the endhole of the cone to facilitate removal, but this was unsuccessful".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Unable to retrieve, tilt, anxiety, depression, pain, worry and inability for physical fitness. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, depression, pain, worry and inability for physical fitness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per imaging (various dates): "positive for perforation (grade 3), positive tilt (on cavagram not f/u CT), no migration". "CT abd/pelvis without contrast february 4, 2019: ivc filter inf l2 to inf l3, migration unlikely, tilt not significant, sagittal 12 degrees ventral, coronal 9 degrees to left, grade 1 perforation. Cavagram/retrieval march 6, 2019: ivc filter sup l2 to mid l3, no significant migration, significant tilt to left 18 degrees, reported unsuccessful retrieval. CT abd/pelvis with contrast april 25, 2019: ivc filter inf l2 to inf l3, no significant migration, tilt not significant, sagittal 7 degrees ventral, coronal 12 degrees to left, grade 2 perforation, posterior strut (5mm). CT abd/pelvis with contrast may 27, 2020: ivc filter inf l2 to inf l3, no significant migration, tilt not significant, sagittal 10 degrees ventral, coronal 14 degrees to left, grade 3 perforation: posterior strut abuts right inf l3 (5mm). CT cap with contrast september 11, 2020: ivc filter inf l2 to l3-4, no significant migration, tilt not significant, sagittal 11 degrees ventral, coronal 6 degrees to left, grade 3 perforation, posterior strut abuts inf l3 extends to l3-4 (7mm). CT cap with contrast april 8, 2021: increasing reactive osteophyte inf l3 otherwise without significant change".

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2018". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.